Event description:
Revision surgery - the patient had a smith and nephew knee in 2006 which was revised on (B)(6) 2013. Due to the patient presenting with a post-operative infection. The surgeon washed out the infection site and put in new insert.